Event description:
Additional information received reported that the patient did not have optimal therapy, however the main complaint was tremor. It was noted that the lead was in the gpi which the hcp felt may have some impact on the outcome. Contact #11 was at 13,752 ohms which the hcp felt was too high to be a viable contact. It was noted that the or stated they were very careful with the lead end cap, and x-rays had been done without seeing anything apparent. It was noted that the or had used the appropriate wrenches. The plan was to keep monitoring the patient and perform routine impedance checks at follow-up visits. The patient did not want any further operation so there was no plan to pull his lead, and the hcp was to continue to program as best as possible.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient's device was first turned on after implant, contact 11 was an open circuit and contacts 0 and 3 were shorted to each other. Plain films of the patient's head and chest did not reveal any obvious problems. There was some efficacy in control of the patient's right side symptoms, but his right hand tremor remained a major impediment to his adls. The patient had a difficult recovery from implant surgery, and was struggling with the decision whether to undergo a procedure to try to resolve these problems. Additional information received reported that there was good results when the lead was placed. Intra-operative impedances were down with clinician programmer when the entire system was connected. Subsequent information received reported there was an issue with respect to impedances reading greater than 4,000 ohms. Per the device summary report, the impedances on c&11, 8&11, 9&11, and 10&11 were greater than 40,000 ohms. Further information received reported it was not known what the cause of the open and short circuits were. No interventions were planted or taken besides trying to program around the short and open circuits by using contacts not impacted. The patient appeared to be receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3389s-40, lot# va00u4w, implanted: (B)(6) 2012. Product type: lead: product ID 3389s-40, lot# va00u4w, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.